Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reports that "the printed circuit (pc) box power tray for xper system is defective and the system is down.